Manufacturer narrative:
The device was returned to zoll medical canada's service department. Zoll medical corporation evaluated the device and the device performed to specification. However, upon inspection the customer's battery was found to be depleted. The battery pack was scrapped. The main board was replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.